Event description:
A hospital in new mexico reported that the head harness connectors of an iw980 baby control wall mount infant warmer were discolored. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint harness of an iw980 wall mount infant warmer was returned to fisher & paykel healthcare in new zealand where they were visually inspected. Results: visual inspection of the returned device revealed that the both upper and lower head harness were discoloured. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. It should be noted that the subject infant warmer unit was more than 10 years old at the time of the reported malfunction and a reasonable level of wear and tear is expected. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail, the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. The infant warmer technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Manufacturer narrative:
(B)(4). The complaint iw980 infant warmer head harness connector is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the head harness connectors of an iw980 baby control wall mount infant warmer were discolored. There was no patient involvement.